Event description:
The patient reported that the pump was exposed to the sun outdoors, at which time the pump was found to be hot to the touch and that upon removal of the battery cap, the battery compartment was found to contain liquid.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report filed. No conclusions can be made at this time.